Event description:
The plaintiff's atty alleged that the pt experienced a sudden cardiac event and subsequently expired on the same day as a result of the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This one of two device reports associated with this event.